Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the occluder jumped around and did not function as expected. No other details regarding the nature of the event were provided. There was no reported adverse consequences to a pt as a result of this event.